Event description:
Spontaneous call from pt to report his pump malfunctioned at the end of his infusion. He tried to turn the crank again and the spring was not functioning as it should. He was able to infuse most of the medication. No adverse event reported. Unk if device is still on hand to return if needed. Shipping a new pump. Reported to (B)(6) by pt/caregiver.